Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a likely temporal association between the liberty cycler set and the patient¿s staphylococcus epidermis peritonitis event exists. Although, there is no documentation in the complaint file to support a causal relationship. Additionally, there have been no reported allegations against a liberty cycler set malfunction associated with the causal relationship to the patient¿s peritonitis event. Furthermore, there is a strong probable causal association between the patient¿s inability to maintain aseptic technique during ccpd treatment and the staphylococcus epidermis peritonitis event.

Event description:
A review of the medical records received revealed that the patient had peritonitis per peritoneal dialysis (pd) effluent culture, which grew the organism staphylococcus epidermis. The patient was not hospitalized and was treated with a three weeks course of vancomycin (unknown dose, route, frequency, and duration) showed full recovery. The event was attributed to the patient¿s history of inability to maintain aseptic technique during continuous cycling peritoneal dialysis (ccpd) treatment despite frequent re-training on aseptic procedures.

Manufacturer narrative:
A follow up will be completed following evaluation.

Event description:
During follow up on an unrelated event a nurse at the clinic reported a peritoneal dialysis (pd) patient had a peritonitis event. The patient's nurse reported the patient had an event of peritonitis in (B)(6) 2017 and provided limited medical records for the event. The patient's effluent culture showed cloudy effluent with white blood cell count 8,108 on (B)(6) 2017. The patient was not hospitalized and was treated with antibiotic vancomycin for 3 weeks and showed full recovery. The event was attributed to poor technique. There were no allegations against the cycler set or any fluid leaks.